Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing confirmed the customer reported issue. The event history log shows many " high alarm displayed: downstream occlusion" messages. Primary problem was with a defective dso sensor. The dso sensor and seal were replaced.

Event description:
It was reported that there was an alarm occlusion at 0,6 bat. There was unknown patient involvement. No patient harm/adverse event was reported.